Manufacturer narrative:
Continuation of d10: g2: citation: authors: salem, m. M., kelmer, p., sioutas, g. S., ostmeier, s., hoang, a., cortez, g., el naamani, k., abbas, r., hanel, r., tanweer, o., srinivasan, v. M., jabbour, p., kan, p., jankowitz, b. T., heit, j. J.. Multicenter us clinical experience with the scepter mini balloon catheter. Interventional neuroradiology: journal of peritherapeuti... April 2024. Doi:10.1177/15910199241246135 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: the study evaluated the use of the scepter mini balloon catheter and dual-lumen balloon catheters in endovascular embolization procedures for cerebrospinal and cerebrovascular arteriovenous malformations. (Page 1) the time frame of this study was: the study was conducted from november 2019 to september 2022. (Page 1) multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: onyx liquid embolic, apollo catheter no deaths were reported in the article. Among patient adverse events included:      ¿ intraprocedural complications:              ¿ focal extravasation from the middle meningeal artery (mma) treated by deploying multiple platinum micro coils to secure the leak site. (Page 3)              ¿ intraoperative arteriovenous malformation (avm) rupture with extravasation of onyx 18 material, with immediate tamponade. (Page 3)              ¿ enlargement of the onyx cast concerning vein rupture was noted on fluoroscopy, and the decision was made to proceed with craniotomy given the avm residual on post-embolization standard angiography.              ¿ onyx reflux was noted along the transvenous microcatheter apollo microcatheter precluding continuous embolization in one procedure.              ¿ minimal proximal reflux of onyx around the catheter tip noted in three cases. None of these procedures were prematurely terminated, and all these instances were managed with gradual balloon inflation with additional volume to achieve better seal against the vessel wall.      ¿ post-procedural complications:              ¿ left cranial nerve palsy in one patient. (Page 4)              ¿ access site retroperitoneal hematoma requiring transfusion in another patient. (Page 4)              ¿ there were 4 instances of recurrence, with one unplanned retreatment. No further information was provided pertaining to medtronic products.